Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer would clear the alarm and resume insulin delivery.